Event description:
It was reported that foreign matter occurred with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "it was found that the black foreign matter in barrel after opening the unit package."

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 301948 lot 1811222 to investigate for this record. Visual evaluation of the available photo, the foreign matter has been identified as grease particles allocated between the barrel and plunger. The presence of this possible grease contamination could be produced due to an incorrect use of it during the assembly machine maintenance process. An incorrect practice during this maintenance could have caused the presence of this grease in the machine which finally ended up inside the syringe. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "it was found that the black foreign matter in barrel after opening the unit package."